Event description:
It was reported that the patient presented to the hospital with symptoms of bradycardia. It was determined that the right ventricular (rv) lead exhibited non-capture at maximum output. A chest x-ray confirmed that the rv lead had dislodged. In addition, the lead trend indicated a decrease in rv lead impedance and a decrease in sensed r-waves. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing, and rv (right ventricular) undersensing information. The analyst noted the rv lead impedance decreased from approximately 550 ohms the week of (B)(6) 2014 to a minimum of approximately 300 ohms the week of (B)(6) 2014. The rv impedance was less than approximately 325 ohms throughout the record after the week of (B)(6) 2014. The r-wave minimum amplitude decreased from 10.5 mv the week of (B)(6) 2014 to 3.0 mv the week of (B)(6) 2014. The median r-wave was less than 4.3 mv throughout the record after the week of (B)(6) 2014.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).